Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) was not able to duplicate the problem. The cse inspected the device and replaced the power supply as precautionary action. The unit passed extended self-testing.